Event description:
Caller reported a cgm error related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, guiding the caller through the process, which resolved the issue as the cgm error did not reappear, and the caller successfully started a new sensor session.